Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebx1952 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx1952) have been reported from the same facility.

Event description:
It was reported that the nurse found the device leaking from the connection of the tubing and the base plate when she attempted to flush with saline syringe prior to infusion. The nurse reported that this happened two times in the same patient. This report addresses the first event.